Manufacturer narrative:
The device was not returned. The lens was returned inside a specimen container in an unknown liquid. One optic portion is scratched from the gusset area toward the center. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the reported event could not be determined. The device injector was not returned for evaluation. The lens was returned in two pieces typical of a removal. The optic was scratched. It could not be determined if the scratch occurred during delivery or the lens removal. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the lens exited the nozzle tip in a sudden rush without warning, rupturing the posterior capsular wall. The lens was removed and another lens was implanted instead. The patient is recovering well. Additional information was requested.

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).